Manufacturer narrative:
Findings: no button error alarm noted. However act and up arrow buttons did not respond due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to unresponsive buttons.no moisture damage on electronics noted. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.